Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, eccentric shaped, about 8 to 10 mm in length target lesion located in the moderately tortuous and severely calcified 3.0 mm tapering down to 2.50 mm in diameter circumflex. It was it noted that three lesions were located the same vessel. The lesion was pre-dilated with apex balloon catheter. This 3.00 x 32 mm promus element plus stent delivery system (sds) along with a non-bsc 6fr guide catheter were selected; however, during insertion through the guide catheter the stent became damaged. The device was removed and the procedure was completed with a 2.5 x 12 m promus element plus sds . No patient complications were reported and that patient' status fine.